Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.the clips remain in the patients. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event, date of implant - estimated.

Event description:
This is filed to report the serious injuries. It was reported post clip implantation, the following adverse events occurred that may be related to the implanted clip: tissue damage, recurrent mitral regurgitation, thrombus, cardiogenic shock, kidney failure, major bleeding, worsening heart failure, medical intervention, re-hospitalization, and mitral valve replacement. Details are listed in the attached article, titled "edge-to-edge mitral valve repair with extended clip arms:¿ please see article for additional information.

Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Article attached: " edge-to-edge mitral valve repair with extended clip arms."

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The devices were not returned for analysis and a review of the lot history records could not be performed as the part and lot information regarding the complaint devices were not provided. The reported patient effects of tissue damage, mitral regurgitation, thrombosis, shock, renal failure, heart failure and hemorrhage as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director. The reviewer stated that the overall clinical outcomes were satisfactory, and the rates of reported complications are within the expected range in such a patient population. Based upon the information reviewed in the article, a definitive cause for the thrombosis, shock, renal failure, and hemorrhage, cannot be determined. The tissue damage, mitral regurgitation and heart failure appear to be related to slda. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.